Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation, pain, ripple, and lump. The device remains implanted.

Event description:
Healthcare professional later reported "brain fog" which has been deemed not related to the device and "bubbles"; ultrasound performed.